Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The lead was explanted and replaced. No additional adverse patient effects were reported.